Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio2 meter read control solution results as blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue occurred at 10am on (B)(6) 2016. At this time the patient obtained blood glucose results with control solution of "231, 247 and 257mg/dl" on the subject meter. The patient manages their diabetes with oral medication(s) (metformin and byetta; dosages unspecified) as well as with diet and/or exercise. The patient denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that they did not develop any symptoms as a result of the alleged product issue, but during a doctor's office visit at 10am on (B)(6) 2016 they obtained a blood glucose result of ">500mg/dl" on the doctor's meter. No further treatment was noted. At the time of troubleshooting, the cca noted that the patient's testing technique was correct and the test strips being used were not expired or improperly stored. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient experienced signs/symptoms of serious injury after the alleged product issue began.